Event description:
The spouse of a home pt reported that several minicaps appeared to not have enough povidone-iodine on the sponge; there was only a slight evidence of povidone-iodine. According to the home pt's spouse there was no pt injury and no medical intervention.